Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on iphone 12 pro (ios 16.5) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, (B)(4) (item 3402296). After conducting a thorough investigation, we have identified bounding key issues which prevent the user to pair/repair. According to the logs provided this issue is related toâ esf 3346048 and esf 3429712.â the steps provided restart the bonding keys between the phone and the app so the customer should be able to repair correctly. The following steps to resolve the issue were provided to the technical support: 1. Delete minimed mobile app from the phone. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile appâ 5. Wait 10 minutes 6. Open the app andâ attempt pairing again. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from pump to mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No product return is required for mmt-6102.